Event description:
It was reported that the rotapro became entrapped in the anatomy. A 1.25mm rotapro was selected for use in an angioplasty procedure. During the procedure, on the fourth pass, the device decelerated from 190,000rpms to 148,000rpms. It was also reported that there were issues with dynaglide mode. During a pull back of the burr, the burr became stuck in the patient's artery. The physician was able to remove the burr without complications to patient and patient was reported as doing good post procedure.